Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head was unable to pull up software or interrogate, and the uplink functional tests were out of specification. The head's cable was replaced to resolve. Analysis also found that the lens was cracked in the upper case and that the label was missing its laminate backing. The upper case and the label were replaced to resolve. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.